Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got wet and the keypad buttons are not responsive after a battery change. The customer's blood glucose reading was 495 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. Customer declined to troubleshoot for the high blood glucose.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to moisture damage at the force sensor resistor also, received intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump passed displacement test, operating currents, self-test, off no power and a21 error test. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads and broken reservoir tube lip.